Event description:
The customer reported regarding a button error alarm. The blood glucose reading at time of call was 238mg/dl. Troubleshooting was performed. The customer stated that she works at the school and went to the school clinic to be treated. The caller stated that the device was stuck and the alarm could not be cleared. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with button response function properly. No button error alarms noted. However, found trace of moisture on the keypad dome switch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.